Event description:
It was reported that: "during the tka surgery, when the surgeon was drilling a hole in the pt's tibia to fix by the screw, the 1/8" drill was broken. The surgeon removed the fragment of the drill from the pt's tibia. The pt has not had any health problems.

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Add'l info has been requested and if rec'd will be provided on a supplemental report.